Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement tests. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion in the area of 2 or 3 pins of the connector that connects electrical board to electrical board. Device received with a hairline crack on the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump with red x and arrow. The blood glucose level was unknown at the time of incident. Customer reports they received the open book image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. Troubleshooting was performed. The insulin pump will be returned for analysis.